Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for use. However, during set up outside the patient, the device separated. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section and a kink in the imaging window assembly. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Media inspection of pictures provided by the site revealed damage consistent with the imaging window separation and kink noted during device analysis.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for use. However, during set up outside the patient, the device separated. The procedure was completed with another of the same device. There was no patient injury.